Event description:
On (B)(6) 2025, the user reported experiencing an early morning low during. The user¿s blood glucose reached a low of 54 mg/dl and was corrected with a sugar tablet. The ilet alerted for the low. No medical intervention or outside assistance was required, and symptoms were limited to tiredness.